Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using the unspecified bd¿ catheter, the needle would not retract. The following was received by the initial reporter: customer stated they had a few 24 gauge pivs not retract when the button was pressed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ catheter, the needle would not retract. The following was received by the initial reporter: customer stated they had a few 24 gauge pivs not retract when the button was pressed.